Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during the implant procedure, the device was unable to convert the induced ventricular fibrillation during dft testing. The patient became bradycardic and sent to the ICU. The patient was then placed on hospice care and did not show of any symptoms.